Event description:
It was reported that the catheter showed reflux of blood followed by obstruction during an outpatient routine, where dressing changes and salinization are performed. They had to remove the catheter from the patient. The patient's mother reported that there was no change in the child's routine. There was no harm to the patient, nor did he need surgical intervention.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown outside of patient use. Blood residue is visible within the catheter and on the surface of the two-piece connector. A slight bend in the catheter is visible on the proximal half. The catheter cannot be clearly inspected for damage to the valve or tubing. Based on the photo sample provided, possible contributing factors include catheter leak, valve damage, and connector leak. Since the exact cause to the reported bleed back could not be determined, the complaint is confirmed, cause unknown. A lot history review (lhr) of redr1711 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in brazil.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr1711 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that the catheter showed reflux of blood followed by obstruction during an outpatient routine, where dressing changes and salinization are performed. They had to remove the catheter from the patient. The patient's mother reported that there was no change in the child's routine. There was no harm to the patient, nor did he need surgical intervention.